Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the valve was visually inspected with no anomalies noted. The serial number was verified to be correct. The valve leaflets were fully mobile. The valve was inspected and functionally tested per manufacturing procedures and met specifications. The carbon components, stiffening ring, and left and right leaflets were dimensionally inspected and met engineering and design specifications. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the information received and the analysis results of the returned device, a definitive root cause of the leaflet sticking or not moving smoothly was unable to be determined as the valve met its design specifications. Tissue impingement may have impeded the leaflet motion; it was not reported whether there was observed tissue impingement or if the valve was rotated. The device instructions for use (IFU) states: ¿before closing the heart, test for leaflet motion with the blue leaflet actuator. If necessary, rotate the valve to avoid abnormal residual pathology which could interfere with leaflet motion.¿ (B)(4).

Event description:
Medtronic received information that after this heart valve was implanted, the valve leaflet would stick or not move smoothly. The valve was explanted and replaced with another medtronic mechanical heart valve of the same model and size. It was not reported whether there was observed impingement due to native tissue, or if rotation of the valve was performed in an attempt to obtain appropriate leaflet motion. The diseased native tissue had been excised, and the initial replacement valve had been sutured into viable tissue without interference from friable tissue. It was reported there were no subsequent adverse patient effects.

Manufacturer narrative:
The product has been returned and analysis is pending. Following completion of the analysis, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.